Manufacturer narrative:
Product complaint # ==> (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic hysterectomy on (B)(6) 2019 and suture was used. During the procedure, once the vaginal dome ends, the suture was broken at the beginning by mistake with the bipolar. The suture was returned and the entire wound is opened. A different suture was used to complete the procedure with no adverse patient consequences. No additional information was provided.